Manufacturer narrative:
Concomitant products: product ID 3586, serial # (B)(4), implanted: (B)(6) 1990, product type lead; product ID 7496, serial # (B)(4), implanted: (B)(6) 1990, product type extension; product ID 3586, serial # (B)(4), implanted: (B)(6) 1990, product type lead; product ID 7496, serial # (B)(4), implanted: (B)(6) 1990, product type extension. (B)(4).

Event description:
It was reported that the stimulation was turning on when the patient was at work. It was noted the patient¿s work environment had magnetic fields created by welding machinery. The reporter noted the patient had not used the stimulation for 10 years and had the device since 1990. Additional information has been requested but was not available as of the date of this report.